Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Event description:
On (B)(6) 2018, this patient presented emergently with ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, the aneurysm was large (size unknown) and the patient's anatomy was tortuos. An occlusion balloon (detail unknown) was inserted from an upper limb and placed in the aorta above the aneurysm to control blood pressure. The delivery catheter of the trunk-ipsilateral leg component was inserted from the right side, and the proximal portion of the endoprosthesis was deployed. Its contralateral leg side was stenosed, but after constraining and repositioning was performed, the contralateral gate was expanded sufficiently. However, it was reported several unsuccessful attempts were made for cannulation. The ipsilateral leg was reportedly deployed without issue. The physician reportedly decided to convert to open repair, and the patient's abdominal aorta was replaced with a surgical graft. The procedure was concluded, and the patient tolerated the procedure. Hemodynamic status was unstable, and the patient transferred to intensive care unit without abdominal closure. On the same date, the patient expired due to the abdominal aortic aneurysm rupture. The physician reported that the patient's death was not related to gore device.